Manufacturer narrative:
(A2) age at time of event: 18 years or older. B5 describe event or problem updated.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of left anterior descending artery. A 3.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the 80% stenosed target lesion was moderately tortuous and severely calcified.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of left anterior descending artery. A 3.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.